Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received all buttons function properly however moisture damage was found on keypad traces. No button error alarm or moisture damage inside noted during testing. All operating currents are within the specifications no unexpected low battery, off no power or battery out of limit alarm noted. The insulin pump was received with cracked reservoir tube lip, cracked reservoir tube near reservoir tube window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error, battery out limit, keypad anomaly. And moisture damage. The customer's blood glucose reading was unknown. The customer stated the insulin pump was exposed to perspiration. The customer stated there was condensation under the lcd screen. The performed a bolus and received a button error alarm. She stated there was no response from the act button, and the battery out limit occurred during normal use. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.